Event description:
It was reported three zip fix application instruments had difficulties tensioning and all three eventually jammed. The surgeon decided to remove the sternal zipfix ties and replace them with sternal wires to complete the surgery. A surgical delay of less than 30 minutes was reported. The patient was sent to the cardiac care unit (ccu) in critical condition post-operatively. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
It is unknown whether or not this complainant part will be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.